Event description:
It was reported that the patient had a ventricular fibrillation (vf) arrest and required external defibrillation after therapies from the device were not successful. The device was removed and replaced with a device that can deliver more energy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 429688, lead, implanted (B)(6) 2011; 693565, lead, implanted (B)(6) 2011. (B)(4).